Event description:
The facility reports while using the hoist to bathe a patient, the strap that is used to hold the patient on the chair snapped, allowing the patient to slide forward on the chair. Three members of the staff held the patient in place and safely removed the pt from the bath. No injuries were reported.